Event description:
Event description guidant received information that this atrial lead was not pacing. The lead impedance was greater than 2500 ohms. When the atrial pacing output was changed to 7.5 volts, capture was confirmed. Therefore the physician let the patient go home. A month later at the next visit, the lead again had loss of capture. The physician programmed the device to ventricle-only mode and scheduled a replacement. During the procedure, the lead was measured with a pacing system analyzer and no anomalies were found. Both the lead and the pacemaker were explanted to address the issue. The pacemaker and lead were returned for analysis.